Event description:
On (B)(6) 2025 bvi received a complaint involving an intraocular lens (iol) used during a surgical procedure. The complaint states that the lens broke inside the patient's eye, requiring surgical removal - the iol was explanted. This product is manufactured by hoya, and bvi is the importer of this product in the united states. The complaint information was forwarded to hoya, the legal manufacturer. The legal manufacturer has submitted a medical device report (MDR) to the FDA, stating that they consider this event reportable as a serious injury, on the basis that: "the complaint states that the iol was explanted and we interpreted the explanation as a surgical intervention needed to preclude permanent impairment of a body function." They further noted that the patient is stable, there is no lasting harm to the patient, no ongoing treatment is expected beyond routine suture removal. As the importer of the device, we independently evaluated the complaint per FDA MDR regulations. According to 21 cfr §803.40, importers are required to submit reports of deaths and serious injuries to the manufacturer and to the FDA when they become aware of information that reasonably suggests a device may have caused or contributed to a serious injury. In alignment with the manufacturer's interpretation and based on the following facts: the iol was explanted, indicating a significant medical intervention. Surgical intervention was required to remove the lens material. The procedure was described as complex, with a wound requiring sutures. The explanation and surgical repair indicate that medical intervention was necessary to preclude permanent impairment of a body function (i.e., vision), even though the outcome was ultimately favorable and the patient is currently stable. In conclusion, we have determined that this complaint meets the criteria for a reportable serious injury under MDR.